Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found damage to the device's seal plate. Functional testing noted that the rfid tag indicated the device had five uses. Damage to the seal plate was identified under high magnification inspection. The damage appeared to stem from a staple or clamping on a metal object. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The ev aluation detected an unreported condition: a damaged seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during first activation on a procedure, the device¿s seal was not completed as there was no regrasp alert, no evidence of energy delivery, but end tones was heard on approximate 1-1.5 mm omentum. A new ligasure was opened and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.